Event description:
Tampons unrolling... Leaving a significant amount of product inside- vagina [foreign body in reproductive tract] tampons unrolling [device breakage] case narrative: consumer reported via email that the tampons were unrolling. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons unrolling leaving a significant amount of product inside- vagina [foreign body in reproductive tract], tampons unrolling [device breakage]. Case narrative: consumer reported via email that the tampons were unrolling. No serious injury was reported.